Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with her ipg using external devices after suffering a fall onto her ipg. An sjm representative met with the patient and confirmed the issue. The patient¿s ipg was replaced with a new one which resolved the issue.